Manufacturer narrative:
Sensory medical has sent a replacement cloth cover for the tech hub portal and a hardware kit. Sensory medical on january 27th, 2026 via email directed the dme representative to alert the family to discontinue use of the tech hub. Multiple statements are made in the tech hub accessory manual regarding safe use of the bed to prevent elopement and other safety concerns. In the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complaint was reported to sensory medical by a durable medical equipment (dme) representative. Per the representative, the child is kicking out the camera and getting out through the tech hub portal. A picture provided shows the black zipper of the tech hub still attached to the canopy, with no tech hub present. Per the representative, there were no screws missing at the time of the event, and the family has lost their tech hub cloth cover. The representative stated that the family has continued use of the tech hub by placing it in the bed with the child, not zipped in. There was no report of injury as a result of the event.